Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the inside diameter reducer part of the 15mm trocar fell into the patient¿s abdomen and was retrieved with the help of a grasper. The seal was damaged and disengaged. They opened another product to resolve the issue. There was no patient injury.